Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify if the issue was that the needle or suture thread was lost in the patient¿s tissue. Did the xray locate the needle or suture? Will the other sutures be returned for evaluation? Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. What was the degree of perineal repair? On what tissue was the suture used when the suture/needle detached? What was the tissue condition (normal, thin, calcified, fragile, diseased)? What instruments were used to grasp the needle? Where was the needle grasped during use? Where was the needle/suture located and retrieved from? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Surgeon¿s name?

Event description:
It was reported that a patient underwent a perineal repair procedure on (B)(6) 2024 and suture was used. Incident occurred where a suture detached from suture material during the perineal repair. This resulted in a x-ray to locate suture in tissue and transfer to theatre for removal of suture under guidance of ultrasound. Additional information was requested.